Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 208 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is loose. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk.cracks to the display window, battery tube threads, reservoir tube, reservoir tube lip, a scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.